Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. At the time of the alarm, the patient was connected for the fourth dwell cycle of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical services representative assisted the patient in clearing the alarm. The patient was advised to start therapy over using new supplies and to notify their nurse regarding the event. There was no patient injury or medical intervention in association with this report. No additional information is available.